Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). On behalf of the (B)(4) to the issue investigated here: two bolts broken or missing in mast (arm detached). It has been established that the lifting device was not being used for pt handling at the time of the event. This malfunction when re-occur with pt could potentially have caused or contributed to the event. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use there is no trend observed for reportable complaints with this failure and the occurrence rate is low. We have not been able to find any contributing mfg anomalies. The sara 3000 is a mobile raising aid intended to be used for raising to a standing position and short transfer of resident. Each device is delivered with instruction for use which should be followed to provide safe operation for pt and caregiver as well. Moreover the device has been designed, produced and certified to meet the requirements of standard: ul standard 2601 -1 and certified to can/csa standard c22.2 no 601.1-m90. Sara 3000 is equipped with safety feature: automatic cut out- for use when raising. Internal test has been performed in relation to events where lifting arms of a sara 3000 standing and raising aid have become bent and bolts were found to be broken. It showed that these kind of events are caused by user error. In the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur. Based on the collected info, photographic evidence and findings made during the inspection of the sara 3000 lift conducted by arjohuntleigh representative, we (arjohuntleigh) have been able to establish that the reason of the reported issue is the user continuously ignoring the fact that the lift arms are blocked by an obstruction and pressing the up-button responsible for raising the lifting arms up. Even with one bolt broken, the second bolt does not snap off when an occupant is put through a complete lifting cycle, but only gives in after again coming under extreme pressure due to an obstruction. So to have two bolts broken, the loudly snapping off of the first and the obviously bent lifting arms, would have been ignored. Therefore the exact root cause of the complaint was found to be a use error relating to the device's operating as the received info and our eval as described above are showing that if the instructions for use had been followed the breakage of any of the two lifting arm bolts have been avoided. The device was inspected by an arjohuntleigh representative at the customer site and found to be out to the specification (bent lifting arm, bent lifting arm handgrip, deep depressions on the handgrip surface). The involved lift was not being used for pt handling at the time of the event- according the facility, there was no pt on the lift when the malfunction occur, a hospital staff member was moving the device when one of the arms caught on something and broke both bolts. The complaint decided to be reportable in abundance of caution, based on the potential of pt injury of the incident would recur (both bolts snapped) when the pt would be on the lift.

Event description:
It was reported that both bolts that secure the lifting arms snapped simultaneously. The following relevant info was noted during an on-site visit by an arjohuntleigh representative. The pt was not involved in the incident; the general condition of the device has been estimated as: "technician found broken lift arm; technician also found lift arm bent in several places"; according to the additional info provided by arjohuntleigh representative it was reported that someone at the facility had possibly tried to raise arms while handgrips were under something solidly anchored; possibly the hallway handrail or bathroom handrail.